Event description:
It was reported that the patient had a tkr surgery completed by dr. (B)(6). This surgery created a loud popping noise in the knee. Patient was released from dr. (B)(6). Care in (B)(6) 2012 without any resolution and still major swelling and noise in the knee. It was further reported that the patient talked to his primary dr. And they found dr. (B)(6) in (B)(6). After several meetings, the conclusion was instability. Patient had revision surgery completed on (B)(6) 2012. Dr. (B)(6) removed the 13mm plastic prothesis and replaced it with a 19mm.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown total knee replacement additional information has been requested and if received will be provided in a supplemental report.